Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they have been using omnipod since early 2024 but over the last 4 months or so they started having problems with the cannula insertion sites. For around 8-12 hours before the pod change is due, the infusion site starts getting very painful and a bit red. The patient stated they tend to run high, which would appear the insulin is not working properly. Upon removal of the pod, the infusion site is swollen and sore. There is purulent discharge straight away but sometimes the discharge starts the next day. The patient noted after the discharge it still feels like there is a hard lump (around 1.5 cm) just under the skin. The patient stated these can take weeks to heal properly and cause a scar. The patient stated they have been wearing the pods on their arms and abdomen. The diabetes specialist nurses advised using a barrier spray, which they are waiting for their general practitioner to issue.